Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female of unknown age or origin. The patient was taking humalog mixture for treatment of diabetes, 32 units in the morning and 25 units at night. In 2007, the humapen ergo teal pen body with clear cartridge holder attached was reported to have a spring arm broken on the "260" side and engagement tabs were reported to be broken. In addition, the cartridge holder reportedly falls off the pen. The patient reported her sugars were fine, but the dosing button was sticking on her pen. She also reported the cartridge did not leak or break. The humapen ergo, teal/clear is associated with another device and lot number 0408a05. The patient operated the device and was a trained user. She had used this device model for two to three years and the reported device for two months. The return of the device anticipated. The humapen ergo teal pen body with a clear cartridge holder attached was not continued. The luxura pen replaced the ergo pen and was continued by the patient. Update 11/02/2007: clarifying information received from lilly affiliate on 11/02/2007. Corrected lot number from d40ba05 to 0408a05. Update 11/07/2007: upon review, based on correction made on 11/02/2007, changed device from hp ergo, unknown pen body type to hp ergo teal/clear. Updated narrative and corrected minor spelling errors. Edited update statement of 11/02/2007 for clarity.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further.